Event description:
Per customer: (sic) "docking station is causing the display info on the handheld to cut in and out." The display on the handheld completely is blacking out then comes back up again (per customer "oscillating"). The unit was unable to engage in monitoring activities. Customer was not informed on whether or not there was an alarm or error messages. "He is not the end user at the hospital and he was not able to follow up." No pt incident was reported.

Manufacturer narrative:
The returned device was evaluated. During investigation of the device, it was found that when the power button on the handheld was pressed, all leds on the docking station were lit for a moment, flashed, and kept repeating. The screen display was also flashing. The handheld was able to power on but was not able to communicate with the unit, however the display on the handheld did not go black or blank. Software was re-loaded, the unit was working and communicating with the handheld as designed. A service history record review reveals that this unit was in the field for over eleven (7) years with no previous reported issues prior to this reported event. No pt incident was reported.